Event description:
During the embolectomy procedure, the surgeon was unable to inflate the balloon of the tuftex embolectomy catheter inside the patient's vessel. So, he used another tuftex embolectomy catheter for the procedure. There was no harm to the patient because of this malfunction.

Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user. Hence, we could not conclusively determine the root cause of the reported incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient because of this incident. The surgeon used another device to complete the procedure.